Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Additionally it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Blood glucose level was 366 mg/dl. Reportedly, the customer reverted to an alternate method for insulin therapy.